Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to it was cut by accident during the procedure. The lead was successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filled with an update for: evaluation conclusion codes

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to it was cut by accident during the procedure. The lead was successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.